Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 15-16, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed device containing fluid in its bladder. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate small volume infusor leaked from the flow regulator. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.